Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, inflation problem, and a fluid loss in device, it was also reported that the patient presented recuring incontinence. The ipp is currently implanted. There is no additional information reported.

Manufacturer narrative:
B3 approximated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated impact codes h6 and evaluation conclusion codes h6.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, inflation problem, and a fluid loss in device, it was also reported that the patient presented recuring incontinence. The ipp is currently implanted. There is no additional information reported.